Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. The exposed portion of the soft cannula was found to be kinked, and fluid was found to leak from a tear in the kinked portion of the soft cannula. It could not be determined when or how the damage to the soft cannula occurred. The download data does not contain any timeouts or pulse width increases that would indicate a struggle to deliver insulin. No other damages or deficiencies were found that would result in the device failing to deliver insulin. Because it could not be determined when or how the soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported not sure delivering insulin event.

Event description:
It was reported the patients blood glucose level rose to 500 mg/dl while wearing the pod between 24 and 36 hours.